Event description:
The reporter stated the surgeon inserted a 12.5mm icm125v4 implantable collamer lens in the pt's right eye (od). The surgeon decided to remove the lens and exchange the lens for a longer lens. The lens was removed during the same surgery with no pt injury. The surgeon felt the longer lens was a better size.

Manufacturer narrative:
.